Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamping tube of a 6f - 7f mynxgrip vascular closure device (vcd) did not come down after shuttling and the sealant appeared adhered to the wire. The balloon was deflated, the device was removed, and manual pressure was applied to the access site. There was no reported patient injury. The device was prepared per the instructions for use without incident and inserted through a non-cordis 6f sheath without issue. There was difficulty shuttling during deployment. When the sheath was pulled back up, the tamping tube was not present and sealant was noted on the wire. The procedure was an interventional lower extremity percutaneous transluminal angioplasty performed using a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. The femoral artery suitability and insertion angle were verified via ultrasound and angiography. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no calcium present at the puncture site. Hemostasis was achieved with manual compression for 30 minutes. No resistance or friction was experienced during advancement through the sheath, and the sheath was not kinked or bent. The sealant appeared to be stuck to device components, the device storage temperature did not exceed 25°c, the user shuttled down completely, and the advancer tube never shuttled down. The device was discarded at the site and will not be returned.

Manufacturer narrative:
As reported, the white tamping tube of a 6f/7f mynxgrip vascular closure device (vcd) did not come down after shuttling and the sealant appeared adhered to the wire. The balloon was deflated, the device was removed, and manual pressure was applied to the access site. There was no reported patient injury. The device was prepared per the instructions for use (IFU) without incident and inserted through a non-cordis 6f sheath without issue. There was difficulty shuttling during deployment. When the sheath was pulled back up, the tamping tube was not present and sealant was noted on the wire. The procedure was an interventional lower extremity percutaneous transluminal angioplasty (pta) performed using a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. The femoral artery suitability and insertion angle were verified via ultrasound and angiography. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no calcium present at the puncture site. Hemostasis was achieved with manual compression for 30 minutes. No resistance or friction was experienced during advancement through the sheath, and the sheath was not kinked/bent. The sealant appeared to be stuck to device components, the device storage temperature did not exceed 25°c, the user shuttled down completely, and the advancer tube never shuttled down. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2531103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ and ¿sealant-failure to deploy-advancer tube¿ could not be observed as the device and sheath were not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue and failure to deploy of the advancer tube events reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step and result in incomplete shuttling down of the shuttle. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue and subsequent failing to deploy the advancer tube. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Neither the phr review, nor the available information suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.